Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula with bleeding at the pod site. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was wearing the pod on the abdomen between 49 and 71 hours. The patient¿s mother reported that the pod the patient was wearing separated from the infusion site on their abdomen, resulting in the cannula dislodging. The mother noticed the patient¿s skin was bleeding where the pod had been placed. The patient¿s mother called the dermatologist at (B)(6) hospital, and over the phone they prescribed a moisturizing cream called qv cream. The patient did not go to the hospital. There was no impact to the patient's blood glucose level reported. A new pod was applied.